Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was flattened and corkscrewed. A kink was noted 2cm proximal of the distal radiopaque marker. A 1.5cm longitudinal tear, as well as contact with a sharp external source, scratches on the balloon surface. Co's follow up also indicated this device was used in an extremely calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. F11 - date MFR initially forwarded report to FDA.

Event description:
A balloon ruptured on the first inflation during an iliac angioplasty of an extremely calcified lesion. Follow up indicated the device was tracked through multiple calcified lesions. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has not been received by this MFR. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this device was used in an extremely calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."